Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error and had physical damaged. Customer stated that there was a crack on the screen housing and believes that maybe some sweat got into it. No blood glucose reading provided. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.